Event description:
Covidien received info that, during patient use, the 840 ventilator was inoperable. The pt was removed from the device. There was no patient injury reported.

Manufacturer narrative:
Covidien reference number: (B)(4). The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the breath delivery (bd) central processing unit (cpu). The customer is awaiting arrival of covidien customer support engineer (cse) to service the device.